Event description:
It was reported that during a right hemicolectomy procedure, with the patient in the operating room and under anesthesia, the arm cart assembly failed on external force, a collision was detected. An error message stating, "external force or collision detected' appeared multiple times during the surgery on the operating room team interactive (orti) screen. The arm was frozen, but the yellow light emitting diodes (leds) were still working. The issue was not resolved, but the error was ignored so the surgery could continue. There was no reported patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that there was an attempt to test the arm cart assembly in the conditions it experienced the issue, but unable to replicate the reported error. The logs were examined in the field and identified many instances of an error code for 'arm overdrive' that indicates excessive motor torque at robotic arm joint 6. The observed error code is a recoverable inoperable error that temporarily prevents tele-operation and restricts manual control until it is dismissed. And reports an error message stating, "warning: external force or collision detected. Resolve external force or collision to regain surgeon control.". The logs were unable to confirm if a collision had occurred. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a right hemicolectomy procedure, with the patient in the operating room and under anesthesia, the arm cart assembly failed on external force, a collision was detected. An error message stating, "external force or collision detected' appeared multiple times during the surgery on the operating room team interactive (orti) screen. The arm was frozen, but the yellow light emitting diodes (leds) were still working. The issue was not resolved, but the error was ignored so the surgery could continue. There was no reported patient injury.